Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was visit to emergency room due to hyperglycemia, nausea, abdominal pain, dry mouth and tachycardia. Customer¿s blood glucose level was 320 mg/dl at time of incident. Customer stated that their blood glucose were running extremely high over 600 mg/dl. Customer stated that last night they changed the reservoir, infusion set and insulin, and their blood glucose continued to rise. Customer states they went to hospital as they were not sure how much insulin to give. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.